Event description:
It was reported that during a anterior cruciate ligament meniscus repair procedure, the anchor did not deploy. It was reported that the anchor went through meniscus on the first deployment. The anchor did not deploy the second anchor, the anchor needed to be removed before the next anchor was opened. The sutures were cut to remove the implant, and the anchors were fished out with arthroscopic graspers. The surgeon was convinced that all broken implants were out. They could not see further material in the knee, before he closed the patient¿s wounds. No damaged had been noticed to the device, or packaging prior to use. The procedure was successfully completed using a back up device available.

Manufacturer narrative:
The evaluation analysis revealed one fast-fix 360 curved ndl delivery sys was returned for evaluation of the reported complaint mode, "non-deployment". The complaint was confirmed, as the device was received with the t1 and t2 implants off the needle; the implants were still attached to the suture, which was attached under the depth limiter. No visible damage was noted to the parts returned. The actuator was received with the handle in the pre-t2 deployment position; the device actuates as designed. A review of the device history record was performed which confirmed no inconsistencies. There were no internal processing issues, which could have contributed to the nature of the complaint. A complaint history review identified one additional complaint for this lot number on file. Due to this fact we are unable to determine what may have caused the user to experience the reported incident. The investigation is ongoing. (B)(4).